Event description:
Per the surgeon's report, this pt developed a seroma and extrusion of the receiver/stimulator and required a revision surgery (date of surgery unknown). The surgery involved a ressection of the seroma and skin flap rotation with repositioning of the receiver stimulator. After the surgery, in 2006 the pt developed an infection and had no auditory responses. Eventually, the infection led to a skin flap necrosis and extrusion of the receiver/stimulator. The surgeon is considering explanting the device, but hasn't scheduled a surgery at this time.

Manufacturer narrative:
This is a final report.